Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The fse reseated the cable connections between ups and system. The ups battery was found weak and was replaced during service. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a communication failure error message. This error is likely to result in a system lock up, no boot, or shut down depending on when the loss of communication occurred. There is no report of a patient injury or death associated with this event.